Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient presented to the hospital with skin erosion. The catheter and pump were eroding through the skin in the abdomen. The issue was identified via visual inspection of the device through the skin. No troubleshooting was performed. The entire system was explanted. It was reported the pump was explanted (B)(6) 2016. It was also indicated the explant date was (B)(6) 2016. It was unclear what date the pump was explanted. The issue was resolved at the time of this report. The patient status was ¿alive - no injury.¿ if additional information is received, a follow-up report will be sent.